Event description:
Caller reported that the insulin gauge displayed a different amount than expected, showing 0 units when 220 units were anticipated. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by reloading the same cartridge.